Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the left hand. The physician believed that the original placement of the lead was causing the pain. The patient underwent a revision procedure wherein the lead was replaced and moved. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the lead was not replaced during the previous revision procedure. The patient underwent another procedure wherein the entire system was explanted. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the left hand. The physician believed that the original placement of the lead was causing the pain. The patient underwent a revision procedure wherein the lead was replaced and moved. No device malfunction was suspected.